Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. The set screw on the device header for the shock portion of the lead was observed to be loose. An invasive procedure was performed. The pocket was reopened and the set screw was tightened. All subsequent measurements were noted to be stable and within range. No additional adverse patient effects were reported. This product remains implanted and in service.